Event description:
The clinician reports the implant was inserted 2026 (b)(6) in ADA 23. Details of surgery: Implant surface not completely covered with bone. On 2026 (b)(6), non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.